Event description:
A us distributor contacted zoll to report that a patient developed itchy blisters and pimples under the lifevest equipment. The patient¿s physician prescribed a cream and oral treatment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy blisters and pimples under the lifevest equipment. The patient¿s physician prescribed a cream and oral treatment for the skin irritation. Follow up indicated that the skin irritation improved.